Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for impaired healing at the lead and anchor implantation site. The patient¿s scs system had been implanted for 3 months. Following explant, the patient is confirmed to be healed.